Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
Primary hip procedure. Rep reported that due to metal spurs on the threads of the inserter, the instrument would not thread into the shell. A second device was immediately available in the o.r. And was used to complete the surgery successfully with no delay. The device is allegedly available for return, and the rep confirmed that no further information will be released by the hospital or surgeon.